Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a facility nurse observed an ilet user with hyperglycemia following a missed meal announcement after consuming sweets, and an occlusion alert was noted when the patient was lying on the infusion tubing; the nurse repositioned the patient, cleared the alert, and subsequent blood glucose trended down from a reported high of approximately 416 mg/dl. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute clinical effects. Outcomes included temporary elevated blood glucose outside target for about three hours without medical intervention, ketone testing, or use of backup therapy. Investigation included user interview, troubleshooting guidance for occlusion, and review of reported blood glucose values. Investigation of this case revealed a likely transient occlusion due to external pressure on tubing combined with a missed meal announcement and dietary nonadherence, with resolution after relieving the obstruction. It was concluded that the device operated as designed and that the event was attributable to user-related factors, including missed meal announcement and transient tubing occlusion.